Event description:
(B)(4) study. It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and thrombosis. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 3.5mm in diameter and 18mm long. The lesion was treated with predilation with placement of a 3.5x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2012 the patient experienced myocardial infarction and stent thrombosis. The patient presented with mid-sternal chest pain and was hospitalized on the same day. An electrocardiogram was performed which showed an acute inferior st elevation myocardial infarction with reciprocal changes v1 and v3, 1 and avl. The patient was referred for cardiac catheterization. The 90% thrombotic occlusion and severe stenosis of the study stent located in the in the mid rca was treated with the use of a thrombectomy catheter to successfully resolve a large thrombus and restore timi-3 flow. However, there was still an evidence of significant severe stenosis involving the study stent. This was treated with direct stent placement using a 4.0 x 20 mm ion drug eluting stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow noted. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction and thrombosis. The target lesion being treated was located in the mid right coronary artery (rca). The lesion was 80% stenosed, 3.5mm in diameter and 18mm long. The lesion was treated with predilation with placement of a 3.5x24mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged 2 days later on aspirin and prasugrel. In (B)(6) 2012, the patient experienced myocardial infarction and stent thrombosis. The patient presented with mid-sternal chest pain and was hospitalized on the same day. An electrocardiogram was performed which showed an acute inferior st elevation myocardial infarction with reciprocal changes v1 and v3, 1 and avl. The patient was referred for cardiac catheterization. The 90% thrombotic occlusion and severe stenosis of the study stent located in the in the mid rca was treated with the use of a thrombectomy catheter to successfully resolve a large thrombus and restore timi-3 flow. However, there was still an evidence of significant severe stenosis involving the study stent. This was treated with direct stent placement using a 4.0 x 20 mm ion drug eluting stent. Post dilation was performed. Residual stenosis was 0% with timi-3 flow noted. The event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).